Event description:
Caller reports lancet protrudes beyond the end cap of the softclix device. No adverse event reported. Customer did not provide the lot number of the device. The device was discarded; therefore, no product could be requested to be returned for product evaluation.